Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile faults) has been confirmed. Upon investigation the monitordetect and treat testing. The cause for the monitor failure was isolated to a defective q600 component causing damage to multiple components on the pca board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.